Event description:
It was reported that a remote transmission noted an increase in lead pacing impedance and pacing threshold. During laser lead extraction procedure it was reported a "cut" occurred between the right atrium and superior vena cava resulting in perforation and tamponade. The patient underwent cardiac surgery but died during the procedure. The cause of death is reported as cardio/pulmonary arrest.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).